Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. B2 project.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported inaccurate cgm values.